Manufacturer narrative:
G2: this event occurred in japan, see section e. H3, h6: the returned tracker was very worn with many nicks and scratches. With markers attached and fully seated, the tracker displayed a normal geometry error but a high divot error. The arm supporting the array had been slightly bent causing the high divot error. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the orange tracker geometry error was confirmed during inspection.  There was no patient involvement.